Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01mar2019. The manufacturer's technical services (ts) confirmed the reported issue. Customer advises that they are going to reseat the data acquisition board. Advised customer to lube the o-rings with krytox. The customer reseated the data acquisition board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that during the system leak test they are not able to build pressure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.